Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 12/10/2014 and 12/12/2014. The device was received for evaluation. A visual inspection was performed with white, floating particulate matter noted in the fluid of the reservoir. A fourier transform infrared spectroscopy was performed and the particulate matter was identified as acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was verified, but the cause could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside the balloon. This was found during or after filling with meropenem and before patient use. There was no patient involvement. No additional information is available.